Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: not sure / essure implants have slipped out of place"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal on (B)(6) 2010. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("significant menstrual pain"), menorrhagia ("prolonged and abnormal menses"), abdominal pain lower ("severe lower abdominal pain, lower left and right pain"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), migraine ("migraines") and headache ("headaches,"). The patient was treated with surgery ((B)(6) 2015, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, vaginal infection, fatigue, depression, anxiety, migraine and headache outcome was unknown and the pelvic pain, menorrhagia, abdominal pain lower and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: because of the requirement to undergo complete hysterectomy with removal of the essure devices she has been left with serious injuries. Discrepancy date noted in hysterosalpingogram was (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received. Event " abnormal bleeding (vaginal), depression, migraine, headaches, migration of essure device location of device: not sure"/ essure implants have slipped out of place were added. Lab data added. Outcome of event " pain and abnormal bleeding" were updated as recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("significant menstrual pain"), menorrhagia ("prolonged and abnormal menses"), abdominal pain lower ("severe lower abdominal pain"), vaginal infection ("vaginal infection") and fatigue ("fatigue"). The patient was treated with surgery (plaintiff undergo complete hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, vaginal infection and fatigue outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: because of the requirement to undergo complete hysterectomy with removal of the essure devices she has been left with serious injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.